Event description:
When opening the spine custom pack, upon inspection of the double basin, it was found there was a small hole in the wrap. The basin was replaced as well as the supplies inside. There was no harm to the patient as the room was empty, but this caused a small delay getting the case into the room.